Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a sales representative via sems-06648728 that an ar-300-b201 burr broke in half in two pieces when the surgeon was trying to get the burr as distal as possible during the last pass of the burr. The surgeon immediately removed the remaining burr and handpiece as well as retrieved the broken part of the burr from the patient. An x-ray was utilized to confirm all pieces of the burr were removed from the patient. No patient harm was caused, and there was no delay in the surgery due to this event. The surgeon was able to finish surgery without needing to open another burr. There was no damage caused to the mis handpiece, and the remaining piece of the burr was removed from the device. This was discovered during an mis haglunds removal procedure on (B)(6) 2024, with no reported patient harm.